Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and identified defective valves. Fse replaced the buffer valve and the vacuum valve to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneously high ion selective electrode (ise) patient results for sodium (na), potassium (k) and chloride (cl) on their au5800 clinical chemistry analyzer. The low patient results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer provided the data for one (1) patient sample but did not provide patient demographics.